Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient received an atrial flutter cavotricuspid isthmus (cti) ablation with an intellanav mifi open-irrigated catheter and an atrial fibrillation ablation with a farawave catheter. During the procedure, the patient was noted to have a deep pocket on the cti, visible on intracardiac echocardiography (ice), which may have led to rapid tissue heating and caused a steam pop. However, no steam pops were noted at the time of ablation. Post-procedural ice images did not show an effusion; however, a couple of hours post procedure the patient's blood pressure was low and transthoracic echocardiogram (tte) showed a pericardial effusion. A pericardiocentesis was performed and the patient was sent to the intensive care unit (ICU). The catheter is not expected to be returned as it was disposed.